Manufacturer narrative:
On (B)(6) 2025, (B)(6) healthcare in (B)(6) reached out to quest regarding a product: 5001102, product: 76830. The complaint however was regarding the y-set, which is not included in the 5001102 set. Thus, the product code and lot number of the leaking component were unknown at the time. The exact device was discarded by the user. The internal sales orders indicate 5051102 as the most probable variant, 5051102 is a retrograde pressure extension line (that contains the y set) lot: 76707.

Event description:
The report states there was a fourth disposable leaking at the y-connection. A sample is not available for investigation. No lot number is available.

Manufacturer narrative:
This complaint resulted in an MDR. Field action review was completed. No additional correction is required as result of the field action review completed in far25-2. On (B)(6) 2025, umass memorial healthcare in (B)(6) reached out to quest regarding a product 5001102, product 76830. The complaint however was regarding the y-set, which is not included in the 5001102 set. Thus, the product code and lot number of the leaking component were unknown at the time. The exact device was discarded by the user. The internal sales orders indicate 5051102 as the most probable variant, 5051102 is a retrograde pressure extension line (that contains the y set) lot 76707.

Manufacturer narrative:
This supplemental report is submitted to correct the record regarding MDR 1649914-2026-00001. The original submission referenced multiple occurrences within the event narrative. Upon further review, it was determined that only a single event is appropriately associated with this MDR. The additional occurrences referenced in the initial narrative do not meet the criteria for reportable events under 21 cfr part 803 and therefore do not require separate MDR submissions. The event associated with this report involved a small-volume leak from a y-tube component. The reported condition did not result in death or serious injury, and an evaluation determined that recurrence would not be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This supplemental report corrects the record to reflect a single event and documents the updated reportability determination.

Manufacturer narrative:
The sample was returned for analysis. The sample was used during surgery and thus decontaminated. The y-set assembly was pressurized to 10 psi and submerged under water to identify the leak. The leak was confirmed from the dual side red strip connection to the y-adapter. The stream of bubbles was seen from around the stripe of the tubing. A process review was completed for the build of the ante/retrograde y-set. The tubing is solvent bonded using a dip-dab method into the y-adapter and then 100% functionally leak tested before packaging.